Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty pairing the freestyle libre 3 plus sensor with the ilet mobile app after initial activation, resulting in the pump showing three signal bars and no warmup countdown until rescan was completed. No adverse clinical symptoms reported. Outcomes included successful resolution following troubleshooting and education. User support included customer support assessment and guided re-scan to restore pairing. Investigation of this case revealed a pairing workflow issue related to sensor activation on a mobile device, with no pump malfunction identified. It was concluded, based on previously established findings for similar reports, that user sequence error or transient bluetooth interruption during device setup was the most likely cause.